Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. Based on the results of the investigation that was completed with the available information, the customer's complaint/reportable malfunction was confirmed. The subject event can be detected and prevented by implementing the below instructions for use (IFU). "Instructions, operation manual for oer-4 chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿. Replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Due to multiple reports regarding inadequate water filter handling, additional complaints were created to capture the additional events: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6). Added here due to character limitation in respective field.

Event description:
It was reported the endoscope processor filter was being changed out once a year. This issue occurred during reprocessing. There were no reports of patient harm or injury.